Event description:
It was reported by a manufacturer sales representative that during a procedure error message code 652 (chiller did not sense flow after the timeout period) was experienced from the laser system four times. The error message code could not be cleared. The procedure was aborted.